Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l4/5 tlif procedure in a patient diagnosed with lumbar spinal canal stenosis. It was reported that the tip of the screwdriver was broken at the time of the final tightening of the reduction set screw. No fragments left in the patient. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis: part # 5484336, lot # fa16l004 visual inspection confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. The remaining torx tip has been twisted. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.